Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that following an external cardioversion for this patient, pacing therapy was not provided for approximately twelve seconds. A boston scientific technical services consultant documented and discussed the potential reasons for the reported clinical observations. No adverse patient effects were reported.